Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07395, related manufacturer reference number: 2017865-2020-07396, related manufacturer reference number: 2017865-2020-07403. It was reported that the patient presented in clinic after developing an infection. There is no known allegation from a health professional that suggests the infection was related to the biventricular implantable cardioverter defibrillator system. The patient's implantable cardioverter defibrillator, atrial lead, right ventricular lead, and left ventricular leads were all explanted and not replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.